Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was achieved using a proglide device via a 6fr sheath, after a percutaneous coronary intervention (pci) procedure. Reportedly, the patient returned three days post- procedure ((B)(6) 2017) with swelling at the access site. It was found the patient had a hematoma and infection at the access site. An artery re-section was done to treat the patient. The physician is reported to be trained in the use of the proglide device. No additional information was provided.